Event description:
It was reported that the patient was not getting an adequate pain relief despite of reprogramming done. It was found out that the lead had high impedances and an x-ray had confirmed of lead migration. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted lead was discarded.